Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was set to value other than monitor plus therapy. This crt-d device was later programmed on and the patient received appropriate therapy for ventricular tachycardia (vt). All attempts to obtain the reason why this crt-d device was previously programmed off were unsuccessful. This crt-d device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.